Event description:
While taking a shower and sitting on the chair the seat closed as "if it were a book." User reached to grab something for support, their foot slipped breaking two toes and they also hurt one pinky finger, breaking the other. User states that the plastic on the seat does not seem to be enough to cover it properly. MFR was notified and wanted to pick chair up but user refused. MFR offered user money as compensation but user refused.